Manufacturer narrative:
Additional product component: model number/catalog number 72400024 and 72404127; (B)(4); batch/lot number 792159010 and 789089005; model/catalog description balloon fgs 61-70cm and control pump fgs iz.

Event description:
It was reported that the patient was experiencing urethral atrophy resulting in recurring incontinence with an artificial urinary sphincter (aus). The aus cuff, balloon, and pump was explanted and a new 4.5cm as cuff, balloon, and pump was implanted. Should additional relevant details become available, a supplemental report will be submitted.